Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was explanted. A new ipg pocket site was created wherein the replacement ipg was implanted superficial. Postoperatively, the ipg was able to provide therapy and no complications were noted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been unable to recharge the ipg since implant. It was found the patient's ipg has migrated. As such, the patient may undergo surgical intervention at a later date to address the issue.